Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that labelling issue occurred. The target lesion w as located in the right coronary artery. A 3.50x24mm synergy drug-eluting stent was deployed. However, it was observed on the fluoroscopy that the length of the stent was shorter then 24mm or smaller than the actual size mentioned in the device package. The physician retrieved the stent and deployed a 3.50x24 mm non-boston scientific stent. The procedure was completed with no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent outer diameter was measured, and this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual/microscopic and tactile examination of the hypotube found no kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that labelling issue occurred. The target lesion was located in the right coronary artery. A 3.50x24mm synergy drug-eluting stent was deployed. However, it was observed on the fluoroscopy that the length of the stent was shorter then 24mm or smaller than the actual size mentioned in the device package. The physician retrieved the stent and deployed a 3.50x24 mm non-boston scientific stent. The procedure was completed with no patient complications reported. It was further reported that the size of the target lesion was 24mm and the correct device used to complete the procedure was a 3.50x28 synergy drug-eluting stent. Additionally, a 3.0x12mm pre-dilatation balloon was used to measure the target lesion.

Manufacturer narrative:
Updated: b5: describe event or problem e1: initial reporter address 1: (B)(6).

Event description:
It was reported that labelling issue occurred. The target lesion was located in the right coronary artery. A 3.50x24mm synergy drug-eluting stent was deployed. However, it was observed on the fluoroscopy that the length of the stent was shorter then 24mm or smaller than the actual size mentioned in the device package. The physician retrieved the stent and deployed a 3.50x24 mm non-boston scientific stent. The procedure was completed with no patient complications reported. It was further reported that the size of the target lesion was 24mm and the correct device used to complete the procedure was a 3.50x28 synergy drug-eluting stent. Additionally, a 3.0x12mm pre-dilatation balloon was used to measure the target lesion.